Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the instructions for use (IFU) for hi-torque guide wires for ptca, pta, stents, with ce state: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these instructions. Failure to do so may result in complications. Refer to the instructions supplied with any interventional devices to be used in conjunction with the hi torque guide wire for their intended uses, contraindications, and potential complications. It should also be noted that the IFU does not indicate or reference the expiration date. However, in this case, the reported used of the device after expiration date did not appear to have caused any device issues or adverse patient effects. The investigation determined the reported use of the device past the expiration date appears to be related to user error. Based on the reported information, the expiration date was not verified before use of the device. There is no indication of a product quality issue with respect to the design, manufacture.

Event description:
It was reported through a clinical study that the procedure was to treat a punctured right radial artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was used after the expiration date. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Nae1: facility address and phone number corrected.